Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump was slightly submerged in water. There was no reported impact to customer¿s blood glucose (bg) level. Reportedly, the customer would contact the healthcare provider to obtain alternate insulin therapy.